Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn (B)(4) (kinked tubing) and qn (B)(4) (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Although the unit was not returned for evaluation; given the trend identified by the qda for this defect and lot number, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. The device failure was most likely due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location (see protocols 19217 and 19223). Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned (see change ccscm-686). CAPA 684099 has been initiated to further investigate this issue. H3 other text : see h.10

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced separation during use. The customer reported, ¿we just had another incident where the tubing blew off of the 20 ga x 1.00 nexiva reference 383536 during placement and flushing, thankfully it didnâ¿¿t blow when connected to the power injector. The lot number is 8235504 and expiry 2021-07-31. We have one and a half boxes of that lot. We have pulled that lot and would like them replaced.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced separation during use. The customer reported, ¿we just had another incident where the tubing blew off of the 20 ga x 1.00 nexiva reference (B)(4) during placement and flushing, thankfully it didnâ¿¿t blow when connected to the power injector. The lot number is 8235504 and expiry 2021-07-31. We have one and a half boxes of that lot. We have pulled that lot and would like them replaced.¿